Manufacturer narrative:
Information received on (B)(6) 2017 stated that the console was inspected on site and found the airtrap sensor to be contaminated. The reported issue was resolved after the airtrap sensor and drill holes were cleaned. The issue was resolved and no further issue had been reported. The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4)) displayed an airtrap alarm during routine check. No impact or known patient consequence was reported.